Event description:
It was reported that during implant attempt, the device did not pace, sense, or register impedances. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found that the device was not able to sustain a pacing output without the programming head applied. A low amplitude pacing output condition was confirmed. Electrical analysis found that the two negative power supplies were collapsed to 0.42 v and -0.19 v, respectively. The failure condition was localized to an integrated circuit (ic). Photon emission microscopy found a point emission on the gate of the p-channel transistor in a level shifted inverter. Isolating the gate from the rest of the circuit removed the contention between the power supplies, allowing them to return to nominal voltages. The photon emission and the gate isolation indicated the presence of gate oxide leakage in the p-channel transistor.